Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the suction was not functioning as expected. There was no reported patient involvement.